Event description:
Customer alleged discrepant blood glucose values of 249 mg/dl back to back with a result of 124 mg/dl when testing was performed 1 min apart on the advantage sys. Customer stated medications were taken and food intake was normal after the readings. No report of any other actions taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.